Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated oversensing due to n on-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s father called the clinic and stated that they are hearing beeping every four hours from the patient¿s device. A remote transmission indicated that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). There was also significant impedance variations with the rvcoil and rvring-to-rvcoil impedances. Possible patient/device movement is suspected as cause for rv impedance variations since the implantable cardioverter defibrillator (ICD) is an abdominal implant. Additionally, it was reported that there was mirror image lead oversensing/noise on the egm (electrograms) from the device for both the atrial lead and pace/sense portion of the rv lead. Then later the clinic called and stated that there were more episodes of oversensing and several alerts, and the alerts have been going off all week. And the dual egm noise and reported oversensing have resulted in stored episodes with common mode noise between atrial and ventricular leads with no variation in impedances, sensing or thresholds. Possible lead to lead interaction was suspected. The ICD was explanted and replaced. The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.